Event description:
It was reported that during a wound debridement using a woundwand debridement device, the device gave an error message upon connection. The surgeon opted to complete the device using a competitor's device. There were no significant delays or patient complications reported as a result of this event.